Event description:
Patient 2 of 2: it was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, one patient sample underfilled and some had loose stoppers. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of the photos did not show evidence of underfill or stopper issues. Additionally, 20 retained samples underwent functional testing, and all tubes performed as expected. Furthermore, 10 retained samples underwent functional testing with no cap/stopper assemblies popping off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes underfill and stopper creep out. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 2: it was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, one patient sample underfilled and some had loose stoppers. There was no health impact or consequences reported.